Event description:
Report received that a healthcare worker, working with cidex opa, since 2001, was experiencing symptoms of a cough, shortness of breath and their peak flow was diminished. They were seen by an occupational health physician. No medications or treatments were received. The employee's pulmonary function had returned to normal, with a slight decrease in peak flow, after 3-4 weeks off work.